Manufacturer narrative:
No button error alarm was noted. The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported, the insulin pump alarmed button error on the screen. Customer's blood glucose was 201 mg/dl. Customer reported she took out the battery because of the alarms when asked if customer recalled any significant events that may have caused the device to alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.